Manufacturer narrative:
To date, the explanted device has not been received at boston scientific. Upon receipt, the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator was at middle of life on (B)(6) 2010. The patient was admitted to the hospital on (B)(6) 2011 stating that the device was beeping. Upon interrogation of the device, it was discovered that the device had declared the elective replacement indicator on (B)(6) 2011 and end of life on (B)(6) 2011. Premature battery depletion was suspected. The device was removed, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The explanted device was not returned to boston scientific, therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Additional information was received that this device will not be returned to boston scientific for analysis. No adverse patient effects were reported.